Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery.

Event description:
It was reported that the customer believes the device rapidly depleted reaching elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).